Event description:
It was reported that when the unspecified absolute pro self expanding stent system (sess) was being advanced in the introducer sheath, the stent tip disconnected from the shaft and it lost traction force. The device was completely unstructured and had to be discarded. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement into the introducer sheath interaction and/or inadvertent mishandling resulted in the reported tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. UDI #: the UDI number is ¿ni¿ as the catalog number was not provided.